Event description:
It was reported that the pt expired as he went into cardiac arrest due to unk reasons as per call from surgeon's office. Date of death is unk. Aware date is used as incident date.

Manufacturer narrative:
Device not returned.